Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely on (B)(6) 2021 with increased pacing impedance and thresholds on their right atrial lead. Programming changes were made initially to try to address the impedance issue. The lead was ultimately explanted and replaced on (B)(6) 2021 without consequence. The patient was stable throughout.